Event description:
The patient contacted baxter's technical service center regarding assistance clearing a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The patient stated she felt a little full when she started. The initial drain volume equaled 273ml. The last fill volume equaled 2000ml. The patient stated she could not remember if she bypassed the initial drain, but that the initial drain alarm was set for 1400ml. The patient does tidal therapy with full drains every 2 cycles. The fill volume equaled 2400ml, and the drain volume for cycle 2 was 3352ml. The technical service representative (tsr) checked the therapy log. The total fill volume equaled 9129ml and the total drain volume equaled 12641ml. There was no information in the therapy log that showed a drain volume that was greater than 200% of the maximum prescribed cycle fill volume, which is needed to trigger a high drain alarm. The patient stated that they felt fine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the high drain alarm. The rn stated the patient did not make her aware of the alarm. Product surveillance explained the alarm and that the patient may have bypassed the initial drain. The rn stated she would follow up with the patient regarding the events. The rn stated the patient has not reported having any problems and has been continuing to use the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the patient inappropriately bypassing a low drain volume alarm during initial drain. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.